Manufacturer narrative:
The returned sensor was evaluated. During evaluation corrosion at the detector nickel plated copper shield was observed. However the reported complaint could not be duplicated. The unit was determined to be functioning as designed.

Event description:
It was reported that m-lncs tci sensor gave spo2 reading of 87% on patient's ear lobe. Checking blood gas test gave a normal 98% spo2 reading. The customer checked the sensor components with a microscope showed oxidation of the copper components inside. There was no known impact or consequence to patient.